Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Pump received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked case behind the pump near the battery compartment, missing serial number label, and minor scratched lcd window.